Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products: associated MDR's #1225714-2014-04280, 1225714-2014-04281, 1225714-2014-04282 and 1225714-2014-04283.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on or about (B)(6) 2014 after the use of the product.